Manufacturer narrative:
The investigation could not confirm whether the failure mode occurred as no devices were returned. Care needs to be used when assembling these connections, as damage may occur resulting in the type of failure seen here. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. The failure of the device did not cause any delay to surgery. The whereabouts of the pieces is unknown as the point of failure is unknown. A complaints search identified previous complaints received however due to no patient harm or delay to surgery has been encountered no further actions have been identified. It should also be noted that this issue will be further monitored in post market surveillance the complaint shall be closed with an undetermined conclusion and entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Before the operation I asked the sr to inspect and check that all the springs are intact of the spacer. She said they are. After the surgeon used the spacer I took the shims off and saw the one spring wasn't there anymore. The surgeon looked in the wound and said he doesn't see anything. The sr said she wasn't sure all the springs was there, because she only inspected the one side of the spacer. On the post op x-rays the surgeon reported that there was no spring visible. The surgeon inspected the wound and finds no spring. Post op x-rays was taken and no spring was visible.

Manufacturer narrative:
(B)(4). The complaint was reopened as the product was returned. Examination of the device confirms that all the springs have become detached from the posts however the posts have not sustained any damage. The above investigation remains valid.